Event description:
The hcp thought they had changed the concentration of the compounded baclofen from 500 to 2000 mcg/ml back in 2007, but the pump had not been updated with the new concentration and no bridge bolus had been performed. Then, in mid september, the dose was changed from 175 mcg/day to 220 mcg/day. They were now not sure what drug concentration was in the pump, so the hcp planned to withdraw 2 cc of drug and send it in for analysis. The patient had not shown any symptoms and was currently doing fine. The pump and catheter were reported to be working great. The patient's next refill was scheduled for two months later. A 3 cc drug sample in a capped syringe was received by the manufacturer on the next day and sent for analysis. The initial drug analysis showed a concentration of 4004 mcg/ml. The test was repeated on the same sample and showed 3985 mcg/ml. The hcp planned to remove the contents from the system and do a dye study. A second drug sample of less than 1 ml was received by the manufacturer 11/20/2007.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch from 3500a was completed by medtronic with information received from the healthcare professional.